Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one week post implant, the patient experienced dizziness, shortness of breath and near syncope. It was also reported that the right atrial (ra) lead exhibited rising and high threshold and downward trending unipolar lead impedance. It was further reported that the right ventricular (rv) lead exhibited upward trending bipolar lead impedance. No further patient complications have been reported as a result of this event.